Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in clinic follow up, increased capture thresholds resulting in loss of capture, decreased sensing, and decreased pacing impedance were observed on the right ventricular (rv) lead. Imaging was performed; the rv lead was found dislodged and a cardiac perforation was noted. The patient was hospitalized; the rv lead was revised, and the perforation was sutured to resolve this event. The patient was stable.